Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a second plate placed at the left maxilla was found to have fractured.

Event description:
It was reported that a second plate placed at the left maxilla was found to have fractured.

Manufacturer narrative:
The reported device was not returned for evaluation nor documents (e.g. X-rays) were provided that could illustrate the event, thus the reported plate breakage could not be confirmed. In a follow-up correspondence, the sales rep has met with the customer to identify the plates used during surgery. With the provided catalog numbers and location of the broken plate (left zygomatic buttress), it has been determined that the catalog number of the reported plate was 55-06762. The sterilized version of the device (11-06762) has been excluded, since the hospital orders non-sterile implants. In the event description, a plate has been found broken on (B)(6) 2018 (pi 2147925 ¿ complaint: (B)(6). This plate is placed adjacent to the currently reported broken implant. It is most likely that the present device broke due to the presence of excessive stress as the maxilla has been described to be mobile prior to this event. A revision surgery has been scheduled on (B)(6) 2019. The explanted implants were sent to the sterilization facility with the intention of sending them to freiburg once sterilized. However, in the recent follow-up call with the sales rep, she mentioned that the implants are lost at the sterilization facility and could not be returned for evaluation. Some of the possible root causes according to the related risk management file are: too much load on implant / bone, improper insertion/ positioning of implant, wrong implant placement (e.g. Region with reduced bone quality, too much bone, compression during screw, insertion. Based on statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Should the device be returned, or further information is available, the investigation will be re-evaluated. H3 other text : device not available for return.